Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent high and unstable thresholds, high impedance and oversensing with incresed number of the sensing integrity counter (sic) episodes. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.